Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging between 30 mg/dl and 45mg/dl. Customer addressed low bg level by eating food. Reportedly, the customer stated that they accidentally bolused too much and stated they experience difficultly pressing the numbers on the bolus screen. A recommendation was made for the customer to discuss bg levels with healthcare provider.